Manufacturer narrative:
Investigation included technical support review and user guidance. Investigation of this case revealed restored data transmission following troubleshooting without evidence of device malfunction. It was concluded that the event was consistent with transient signal interruption resolved through user education and did not require further action.

Event description:
It was reported that the customer experienced cgm signal loss from a freestyle libre 3 plus sensor to the ilet, and readings resumed once the call began after user education and troubleshooting. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on activities of daily living or need for medical intervention.